Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery backup was not available due to dead batteries. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The system 1 had not been used clinically since it was installed in (B)(6) 2012. The field service representative (fsr) discovered the system 1 in hallway plugged into a/c outlet but not powered on. The fsr discovered the battery capacity was at 0.0, and the battery back-up was not functioning. The fsr returned to the user facility, charged the batteries over-night and the batteries did not hold a charge. The fsr replaced the batteries and informed user facility's biomedical engineer to leave the system 1 plugged into a/c outlet in "on" position. With the batteries replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.